Event description:
Study: xact. Site: 309. Subject: 009. Reported due to potential for injury after being inserted into the pt's vasculature, the emboshield prematurely deployed "across initial target lesion." It was successfully retrieved. A second emboshield was used and deployed successfully. This was followed by another brand of stent. The pt was discharged home in 02/2006.